Event description:
It was reported that the catheter was unable to read the fiberoptix sensor while pumping and as a result was removed. The model number of the intra-aortic balloon pump was iap-0500j.

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.